Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at the start of the implant of this transcatheter bioprosthetic valve, the patient was hypertensive and tachycardic. When the stiff wire was placed in the left ventricle, the pressure dropped. The valve was deployed deep on the first attempt and was recaptured. The valve was again deep on the second deployment and the hypotension remained, so the valve was recaptured, and the system removed. A percutaneous temporary ventricular support device and then a percutaneous nonpulsatile centrifugal left ventricular (lv) assist device were used to support the patient. Another transcatheter bioprosthetic valve was implanted in a good position with a second delivery catheter system (dcs). The patient was stable at the end of the procedure. No additional adverse patient effects were reported.